Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent vascular stent products that are cleared in the us. The pro code and 510 k number for the lifestent vascular stent products are identified in d2 and g4. H10: manufacturing review: a review of manufacturing records was not performed, as additional complaints have not been reported for this lot, previously. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the sample was returned for evaluation. Based on the investigation of the returned sample it was confirmed that the user could not deploy the stent. The stent sheath was found blocked over the inner assembly and the metal guiding tube was found kinked inside grip which confirmed excessive release force, and deployment failure. Based on the information available the investigation is closed with confirmed result. A definite root cause for the reported event could not be determined. The reported use represents an off label use of the device. Labeling review: in reviewing the relevant labeling for this product the potential issue was found addressed. The instructions for use state: 'if excessive force is felt during stent deployment, do not force the stent system. Remove the stent system as possible, and replace with a new unit.' The product was used off label as the instructions for use state: 'the lifestent vascular stent is intended for primary stenting of de-novo or restenotic lesions of the peripheral arteries.' H10: d4 (expiry date: 05/2021), g3 h11: g1 h11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10

Event description:
It was reported that during treatment in the right femoral artery, the stent allegedly failed to deploy from the delivery system. It was further reported that another device was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a manufacturing related root cause was considered; therefore, the lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: based on the investigation of the returned sample it was confirmed that the user could not deploy the stent. The stent sheath was found blocked over the inner assembly and the metal guiding tube was found kinked inside grip which confirmed excessive release force, and deployment failure. Deformation caused during transport, unpacking, preparation may be contributing factors. In this case, the product was used off label in the venous system. Based on the information available a definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product the potential issue was found addressed. The instruction for use state: 'if excessive force is felt during stent deployment, do not force the stent system. Remove the stent system as possible, and replace with a new unit.' The product was used off label as the instruction for use state: 'the lifestent vascular stent is intended for primary stenting of de-novo or restenotic lesions of the peripheral arteries.' The catalog number identified has not been cleared in the us but is similar to the lifestent vascular stent products that are cleared in the us. The pro code and 510 k number for the lifestent vascular stent products are identified. (Expiry date: 05/2021).

Event description:
It was reported that during treatment in the right femoral artery, the stent allegedly failed to deploy from the delivery system. It was further reported that another device was used to complete the procedure. There was no reported patient injury.